Event description:
Plaintiff alleges allergic reaction to latex include skin rash, itching, hives swollen red skin, tears, itching or burning eyes, swollen lips and tongue with difficulty breathing, wheezing, shortness of breath, dizziness fainting, abdominal pain, nausea, diarrhea aand anaphylactic shock. Another alleges deprived of the love, services, advice, companionship and consoritum of his wife.